Manufacturer narrative:
Product event summary: manufacturer¿s analysis partially confirmed the customer comments. It was noted that the keyboard hinges were broken, the paper drawer was broken, and the touchscreen tested out-of-specification; the electrocardiogram connector was not defective. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer originally returned for a defective electrocardiogram (EKG) inlet, printer, display, and keyboard tested out of specification during manufacturer¿s analysis. There was no patient involvement.